Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as ¿the patient area was not clean before starting pd which lead to peritonitis¿. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for peritonitis with reflin (route, dose and frequency not reported). The outcome of the peritonitis event was not reported. Action taken with dianeal 1.5% ultrabag was not reported, however, dianeal 2.5% ultrabag was ongoing at the time of this report. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.